Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer advised the reservoir compartment was cracked however the reservoir still locks in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.